Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
B5: it was reported that a cartridge alarm occurred during insulin delivery and a malfunction alarm occurred. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level of 425 mg/dl. Customer attempted to self-treat with a manual injection, however, was treated intravenously with fluids of saline and insulin and zophrane to address bg level. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.